Event description:
Pt was being fed using a pump. An enteral feeding was being fed at a delivery rate of 90 ml/hr for 10 hours nightly. The rptr stated that the family noticed that the night's feeding had been delivered in over 5 - 6 hours. One pt involved.